Event description:
The hospital reported a patient was connected to a carescape r860 when the unit allegedly stopped ventilating. The patient desaturated. The ventilator was replaced, and case completed. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Based on review of the complaint, on-site questionnaire, device logs, and review of complaint history, there is no evidence of device malfunction. Sterilization and re-use of the single use exhalation valve and flow sensor assemblies by the customer lead to mis-calibrations and affected measurement accuracy. The root cause is determined to be user error.